Manufacturer narrative:
Data analysis was not performed on reported inratio and reference values since tests were done two days apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Further investigation could not be performed since no strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.8, lab: ng; (B)(6) 2011, ng, 1.8. Pt's therapeutic range: 2.0 - 3.0 inr.